Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. Customer noticed she will get a no delivery alarm during the bolus. Then she will reset it and it will work properly. She feels like she has had a lot of no delivery alarms since she has had this pump. The customer was assisted with trouble shooting but the customer did not feel comfortable with their insulin pump. The customer sent their insulin pump back for analysis and was sent a replacement.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.